Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the force bipolar instrument suddenly lost its gripping function. It was discovered that a joint had come off. The instrument could not be removed through the trocar, so the instrument had to be pulled out together with the trocar. Outside the abdomen, the instrument could be manipulated manually, so that the fa could pull the instrument through the trocar. No parts fell off the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator confirmed that the jaws of the force bipolar instrument were dislodged/hinge. No additional port was opened in order to continue with the procedure since the instrument was able to be removed from the cannula outside the abdomen, then it was possible to insert the trocar in the same port incision and replaced the force bipolar with a new one. No tissue got stuck on the instrument and the instrument jaws were in a close position but not stuck on patient tissue. The joint could not be straightened out from the console. The jaws were not able to be opened. The instrument release kit (irk) was not required since the jaws were not stuck on patient tissue. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, with no issue detected. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No grasping nor motion related issues were detected during the failure analysis. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.